Manufacturer narrative:
The main component of the system and other applicable components are : product ID: 3389s-40, lot# v024504, implanted: (B)(6) 2007, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for dystonia and movement disorders. Patient reported that they had their implant removed and would like to know what they should do with the patient programmer (pp). Patient reported that the implant never helped and they could not find the right settings, patient needed an MRI and the right side implanted was removed in (B)(6) 2018. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
Information references the main component of the system and other applicable components are : product ID 3389s-40 lot# v024504 serial# implanted: (B)(6) 2007 explanted: (B)(6) 2018 product type lead product ID 748251 lot# serial# (B)(4) implanted: (B)(6) 2007 explanted: (B)(6) 2018 product type extension . If information is provided in the future, a supplemental report will be issued.